Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was located in the right coronary artery (rca). After predilation with the quantum maverick balloon the physician attempted to reach the lesion with a taxus express2 2.25 x 24 mm drug eluting stent. However, the taxus stent wa unable to cross the lesion. Upon removal of the taxus stent from the pt's body stent strut damage was noticed. No pt complications or injuries were reported. The procedure was successfully completed using another taxus express2 2.5 x 24 mm drug eluting stent. Pt status is reported as "satisfactory/good".